Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-04700. All information can be found under manufacturer report number 1416980-2025-04700. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an issue of not infusing during testing in the biomed service department. There was no patient involvement. No additional information is available.